Event description:
A user facility¿s patient care technician (pct) reported that a combiset smartech bloodline leaked at the top of the line where it connects to the critline thirty minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, was not expected to alarm. There was no defect or damage noted on the bloodline. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 5ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient completed treatment on the same machine with the same bloodline. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
A follow up MDR was generated in error. No additional information is available at this time.

Event description:
A user facility¿s patient care technician (pct) reported that a combiset smartech bloodline leaked at the top of the line where it connects to the critline thirty minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, was not expected to alarm. There was no defect or damage noted on the bloodline. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 5ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient completed treatment on the same machine with the same bloodline. The complaint device was not returned to the manufacturer for evaluation.

Event description:
A user facility¿s patient care technician (pct) reported that a combiset smartech bloodline leaked at the top of the line where it connects to the critline thirty minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, was not expected to alarm. There was no defect or damage noted on the bloodline. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 5ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient completed treatment on the same machine with the same bloodline. The complaint device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: b5, d9, h3.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, a leak was found from the red din connector near the clic body port area. Also, the sample was submerged in water to confirm the source of the leak in the set and there were bubbles coming from the assembly of the red din connector to the blue body port. The complaint product sample was visually inspected. During the visual inspection a separation was found between the din connector and the clic connector. There was also a dry channel on the assembly. After further inspection, no other problems were found. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility¿s patient care technician (pct) reported that a combiset smartech bloodline leaked at the top of the line where it connects to the critline thirty minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, was not expected to alarm. There was no defect or damage noted on the bloodline. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 5ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient completed treatment on the same machine with the same bloodline. The complaint device was returned to the manufacturer for evaluation.